Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a significant drop in blood pressure during treatment with a polylux 170h. The patient's leg was elevated, as medical intervention and was given "200 ml of replacement, changing water removing to 2500 ml". At the time of this report, the patient has recovered from the event. No additional information is available.